Manufacturer narrative:
Continuation of d10: product ID: mc1vr01, serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026. Product ID: mi2355a, lot# p2f25h0019. Product ID: mc1vr01-delsys, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. It was further noted that during the implant procedure the patient experienced pericardial effusion, cardiac perforation and tamponade. It was reported that the delivery system exhibited difficulty crossing the valve. It was further reported that imaging identified pericardial effusion and emergency pericardiocentesis was performed. It was further noted that patient consciousness was unclear and resuscitative measures occurred. The leadless implantable pulse generator (ipg) delivery system was attempted/not used. No further patient complications have been reported as a result of this event.